Event description:
It was reported that subsequent to a failed cimino fistula in the elbow, a venaflo graft was implanted in the left lower arm between the antecubital artery and basilic vein. One year after implantation, duplex sonography showed "massive calcification" of the graft. Therefore, pta could not be performed. A surgical revision was performed, a 5cm segment of "brittle" graft removed, and an interposition graft was implanted. The graft occluded again. Nine days later the remaining "hardened" graft was replaced.